Manufacturer narrative:
On (B)(6) 2017: during follow-up, the customer reported that they are using their replacement pump and have not encountered any issues. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 150 - 457 mg/dl and correction boluses were delivered to address the bg level. After the first occlusion alarm, the customer changed their infusion set and resumed insulin delivery. The customer then received another occlusion alarm while trying to deliver a bolus. During troubleshooting with tandem technical support, the customer loaded a new cartridge and received a minimum fill estimate. It was confirmed that the customer will use manual injections for diabetes management until the replacement pump arrives.

Manufacturer narrative:
Fill estimate: 3367.